Event description:
It was reported that the tip of the catheter was severely discolored and they did not want to use it. It was further stated that the catheter was never used on the pt.

Manufacturer narrative:
This catheter used in this event was heparin coated. The heparin coating may no longer be effective beyond the recommended shelf life. Also, it is noted that beyond the recommended shelf life, heparin may discolor the catheter. The recommended shelf life for the model m3l9fhki is 18 months. The reported lot number indicates that the catheter had expired beyond its recommend shelf life in 10/07. The device has not been returned for evaluation.